Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies found on save to disk. Noted that diagnostics were cleared the same day as interrogation so there were no high rate episodes to review. Electrogram and markers had been cleared. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device exhibited an invalid data message. The high rate episodes were unable to be viewed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.